Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors had a leak/backflow from the fill port. The reporter stated that the devices started leaking immediately after filling with drug after the clear fill port cap had been secured onto the fill port. The devices had been filled with 240ml normal saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from 25feb2020 and 26feb2020. H10: h10: two (2) devices were received for evaluation. A visual inspection was performed and found fluid inside the bag that contained the sample. Functional testing was performed by filling the device with green colored water. During fill, backflow (leak) was observed at the fillport of the first sample. Subsequent examination on the first sample revealed the cause of backflow was due to acrylic particle lodged under the checkband of the sample. The acrylic particle was measured to be 0.20 square mm in size. Acrylic is the material of the device stressmember located inside the bladder. The reported condition was not verified. The most probable root cause of acrylic fragment becoming lodged under the checkband is supplier related. No evidence of backflow or leak was observed at the fillport of the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. No evidence of backflow or leak was observed at the fillport of the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.